Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) followed up with the customer multiple times to get further information regarding the medication not displaying transactions issue for troubleshooting but did not receive any. So tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es actimorph 10 mg orodispersible tablets did not display any transactions in discrepancies or reports, and chlordiazepoxide 5 mg capsules could not be unpended or removed from inventory, with the pending status not highlighted. However, there were no delay in patient care and no adverse events or injuries reported based on this event.